Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of inoperable ipg was confirmed. Analysis of the returned ipg found the device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis confirmed the device had normal battery depletion.

Event description:
Additional information was received indicating that surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Event description:
It was reported the patient¿s ipg was inoperable. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.